Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges immediately after the fill tubing step of the load process. Reportedly, the customer did not remove the cartridges from the pump. The customer's blood glucose level was 121 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.